Event description:
When medtronic minimed subcutaneous insulin pump was placed, (presumedly by patient; unconfirmed) the catheter tip kinked suck that it never penetrated the skin. It appears that drug continued to flow (absorbed by adhesive pad) and the pump alarm for blockage was therefore not triggered. Patient was found dead in residence. Diagnosis or reason for use: insulin dependent diabetes mellitus.